Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. About one month later, the patient again experienced stimulation and the lead was again reprogrammed. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.